Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor ruptured. This occurred during a patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this report. No additional information is available.